Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the touchscreen was unresponsive. The pump was frozen on the 1, 2, 3 lock screen and is not functional. During troubleshooting with tandem technical support, the reported issue was confirmed. The customer's blood glucose was 224 mg/dl. The customer reported that manual injections would be used for alternate insulin therapy.